Event description:
The patient presented with an unruptured right sided middle cerebral artery aneurysm. After placing several coils without issue, the subject device was being positioned into the aneurysm the aneurysm dome ruptured causing a subarachnoid hemorrhage. The physician completed the procedure by successfully detaching 3 additional coils. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with an unruptured right sided middle cerebral artery aneurysm. After placing several coils without issue, the subject device was being positioned into the aneurysm the aneurysm dome ruptured causing a subarachnoid hemorrhage. The physician completed the procedure by successfully detaching 3 additional coils. There was no reported clinical consequence to the patient.